Event description:
User reported that she had trouble removing the cup. She called a nurse's hot line and was advised to visit urgent care to have the cup removed due to the amount of time it had been in use. The cup was removed and the user has requested advice about potentially trying the lena sensitive or returning the product.